Event description:
It was reported that an ilet exhibited a dark, unresponsive screen with a solid green led while on the charger that transitioned to a blinking green led after several minutes, and the device did not power on despite charging troubleshooting; a replacement ilet was arranged and the user had backup therapy available. Symptoms included hyperglycemia with a reported glucose of 400 mg/dl for approximately six hours without ketone testing or medical intervention. Outcomes included transient elevated glucose that resolved with user management and no hospitalization. Investigation included customer troubleshooting and device replacement logistics and inspection of the returned device. Investigation of this device revealed a suspected device electronic display or power/charging malfunction consistent with a screen unresponsive condition, with no injury reported.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.